Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 188 mg/dl. The customer stated that her blood glucose levels had been running high and low due to the insulin pump not working. She observed that the insulin pump showed an alert that the buttons had not been touched for a duration of time. She stated that when she pressed the esc button, the device showed auto off but would not clear the alarm. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. No auto off alarm anomaly could be verified and the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.